Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). A synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed stent damage. Strut segments 1-3 and 9-3 from the distal end of the stent were damaged and pulled distally. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified vessel. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.